Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the cable on the prograsp forceps instrument was identified as being broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.